Manufacturer narrative:
(B)(4).

Event description:
Rec'd information the pt experienced a shocking or jolting sensation when going through an airport security gate. Now the device is not working. Additional information has been requested and if rec'd, a f/u report will be sent.